Event description:
Customer reported device =247 mg/dl at 10:44 am. Customer took 4 units of insulin. Customer did not eat. Customer felt weak and light headed. At 1:48 pm, device =296 mg/dl. Customer went to the hosp at 3 pm. At 7:48 pm, hosp device = 121 mg/dl and customer's device = 373 mg/dl. Lab =131 mg/dl. Customer was admitted to the e.r. (ER) and given IV's. No controls were used. A request was made for return product and replacement product was sent.